Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with sensor insertion site and went to the doctor. Doctor advised to change sites and then no longer experienced blood on site. Customer's blood glucose value was 300 mg/dl. Customer did not like to continue troubleshooting site issue. Insulin pump will not be returned for analysis.